Event description:
Customer reported via insulin pump that there is a motor error alarm. Customer states that the blood glucose reading is unknown. Customer states that she left the insulin pump on when going in for an MRI. The insulin pump will be replaced.

Manufacturer narrative:
Pump was received with motor error alarm during rewind and e70 error alarm confirmed in alarm history screen due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked battery tube threads and cracked reservoir tube lip.